Event description:
It was reported that the pump had defective flow. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and accuracy tests were performed. The pump failed flow accuracy. The customer's problem was replicated. The cause of the problem was that the expulsor was too high. The expulsor was trimmed to fix the issue.